Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump during bolus after receiving a no delivery alarm from the insulin pump. Troubleshooting was done. The customer also reported having high blood glucose levels a week prior to receiving the motor error alarm. The customer declined to have the insulin pump replaced and would change the infusion set and reservoir in the meantime. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.